Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. While attempting to deliver a 2.75x20mm taxus express2 drug eluting stent to the right coronary artery (rca), the physician noticed that the "stent did not feel right when placing stent inside pt." The physician removed the stent and noted that the "stent was separating from balloon at the proximal end." The procedure was successfully completed with another of the same device. No pt complications were reported. There was no further info available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.